Event description:
It was reported that a user experienced a scan error when attempting to start a new fsl3+ sensor with the ilet app, which was resolved by removing the phone case and reattempting the scan, after which activation succeeded and the warmup period displayed. Symptoms included no reported adverse clinical effects. Outcomes included successful sensor activation without need for further assistance or medical care. Investigation included guided troubleshooting and user education by support personnel. Investigation of this case revealed that the scanning interference was resolved by removing a phone case, consistent with a transient communication or proximity interference between the phone and sensor. It was concluded, based on previously established findings for similar reports, that user-interface or environmental factors related to phone case interference were the most likely cause.